Event description:
Redness in right knee [localized erythema] , difficulty ambulating/ inability to walk [unable to walk] , significant pain in right knee [aching (r) knee], swelling in right knee [swelling of r knee], aspirated right knee [effusion (r) knee]. Case narrative: this case is linked to cases (B)(4) (cluster). Initial information received from united states on 05-sep-2019 regarding an unsolicited valid serious case received from a physician. This case involves a 66 years old female patient who after unknown latency, experienced this case involves a 66 years old female patient who experienced redness in right knee, difficulty ambulating/ inability to walk, significant pain in right knee, swelling in right knee and aspirated right knee, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient took third hylan g-f 20, sodium hyaluronate injection via intra-articular route, in her right knee at a dose of 2 ml (lot - 8rsp015c, expiration: 30-jun-2021) for osteoarthritis. On an unknown date in (B)(6) 2019, after few days of latency, patient had redness, swelling, difficulty ambulating, significant pain in right knee (intervention required) and inability to walk. Her right knee was aspirated (intervention required) because it was so swollen. On (B)(6) 2019, patient received kenalog injection to settle down these events. It was assumed that patient was told to rest, use nsaids and ice, but it was not documented because it was not done with note on that one. Patient was also given norco pain medicine because the pain was significant enough. It was reported that the physician had two other patients who received treatment with the same lot number and experienced the same reactions. Action taken: not applicable for all events. Corrective treatment: triamcinolone acetonide (kenalog injection), nsaids, ice, hydrocodone bitartrate, paracetamol (norco) pain medicine, rest for significant pain in right knee; kenalog injection, nsaids, ice, rest for difficulty ambulating, swelling in right knee, redness in right knee. Outcome: unknown for all events. A product technical complaint was initiated for synvisc (lot: 8rsp015; expiration: jun-2021) on 24-sep-2019 with global ptc number (B)(4). The production and quality control documentation for lot 8rsp015 expiration date (jun-2021) was reviewed. The investigation showed that the product met specifications. No associated non conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 8rsp015 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 24-sep-19 there were 8 complaints on file for lot 8rsp015 and all related sub-lots. 8 complaints were on file for lot 8rsp015c: 1 complaint on file for luer lok defect. 7 complaints on file for adverse event report. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. Final investigation completion date was 24-sep-2019. Additional information was received on 24-sep-2019. Global ptc number and ptc results were received and text was amended accordingly.

Event description:
Redness in right knee [localized erythema]. Difficulty ambulating/ inability to walk [unable to walk]. Significant pain in right knee [aching (r) knee]. Swelling in right knee [swelling of r knee] . Aspirated right knee [effusion (r) knee]. Case narrative: this case is linked to cases (B)(4). Initial information received from united states on 05-sep-2019 regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) female patient who after unknown latency, experienced this case involves a (B)(6) female patient who experienced redness in right knee, difficulty ambulating/ inability to walk, significant pain in right knee, swelling in right knee and aspirated right knee, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient took third hylan g-f 20, sodium hyaluronate injection via intra-articular route, in her right knee at a dose of 2 ml (lot - 8rsp015c, expiration: 30-jun-2021) for osteoarthritis. On an unknown date in (B)(6) 2019, after few days of latency, patient had redness, swelling, difficulty ambulating, significant pain in right knee (intervention required) and inability to walk. Her right knee was aspirated (intervention required) because it was so swollen. On (B)(6) 2019, patient received kenalog injection to settle down these events. It was assumed that patient was told to rest, use nsaids and ice, but it was not documented because it was not done with note on that one. Patient was also given norco pain medicine because the pain was significant enough. It was reported that the physician had two other patients who received treatment with the same lot number and experienced the same reactions. Action taken: not applicable for all events. Corrective treatment: triamcinolone acetonide (kenalog injection), nsaids, ice, hydrocodone bitartrate, paracetamol ((B)(6)) pain medicine, rest for significant pain in right knee; kenalog injection, nsaids, ice, rest for difficulty ambulating, swelling in right knee, redness in right knee. Outcome: unknown for all events. A product technical complaint was initiated and results were pending for the same.